Manufacturer narrative:
(B)(4). The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the final medwatch report filed on (B)(4) 2013, additional information was received which indicates that the patient condition resolved on (B)(6) 2013. It was reported that the patient's condition was too unstable for angiogram and in-stent restenosis has not been confirmed. No revascularization procedure has been performed. No additional information was provided.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with placement of a 3.0 x 38 mm xience prime stent and a 3.0 x 23 mm xience pro stent in the left main coronary artery. On (B)(6) 2013, the patient was re-hospitalized after a cardiac arrest. In-stent restenosis of the stents in the left main artery was suspected; however, no angiography has been performed. Labetolol was started due to congestive heart failure, which was determined by the physician to be not related to the stents or stenting procedure, and the patient's clopidogrel was changed to prasugrel, related to gastrointestinal bleeding, which was determined by the physician to be not related to the stent or stenting procedure. No cardiac enzymes have been performed and no revascularization procedure has been performed. The patient was transferred to the intensive care unit of another facility. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of stenosis/restenosis is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.